Manufacturer narrative:
Batch review performed on 25-july-2019: lot 179370: (B)(4) items manufactured and released on 08-may-2018. Expiration date: 2023-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 186548 (k112115). Batch review performed on 25-july-2019: lot 186548: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On the same day of the primary surgery, it was observed that the patient was in pain due to a dislocation of the head from the liner. The surgeon revised the 36mm biolox delta head m with a 40mm biolox delta head m and revised the mpact hooded liner hc 36/f with a mpact flat liner hc 40/f. The surgery was completed successfully.